Event description:
A us distributor returned a monitor and reported being unable to complete incoming functionality testing.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation, the monitor had liquid contamination on the pca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.